Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2017 and the (B)(6) 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. Previous investigations have found this fault can be attributed to membrane failure.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom. Reportable us only.

Manufacturer narrative:
Not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom. Reportable us only.